Event description:
A customer reported low power and an occlusion occurred during a cataract extraction procedure. The handpiece and system was exchanged to complete the case. There was no harm to the patient. The customer indicated the handpiece was inspected after the procedure and noted the cable was torn and the wires were exposed. The handpiece will not be returned for evaluation.

Manufacturer narrative:
A review of the service report indicates that the customer experienced low phaco power and occlusion on their system. The facility's biomedical technician called the company technical support specialist (tss) to assist with trouble shooting. The biomedical technician is testing the system and stated to have found a tear in the handpiece cable insulation and exposed wires. The tss advised the customer to cease use of their handpiece. The customer noted that they would follow-up if the issue persists. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).